Event description:
The customer reported an overinfusion. Insulin 100 units in 100cc ns was initiated at 16:21 at 8 units per hour. At 17:10 the insulin drip was decreased to 4 units/hr. (Per the customer's review of the log, it ws programmed as intended). At 18;15 the rn noted the insulin bag was empty. The insulin drip was discontinued and a d5w infusion begun. Blood sugars were monitored and there was no adverse outcome. No further patient or event information was provided.

Manufacturer narrative:
(B)(4). The pcu logs, data set, and device have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.